Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a bakri tamponade balloon catheter was inserted into the patient and was inflated with more than 300ml. Of water. The patient was transferred to another medical facility, where it was noted that the water in the balloon had decreased to approximately 30ml. Water was injected into the balloon and a leak was confirmed. There were no health hazards or additional procedures reported due to the event. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation. The balloon was inflated with water, and a leak in the balloon material was observed. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which states, "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded the most probable cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was inserted into the patient and was inflated with more than 300ml. Of water. The patient was transferred to another medical facility, where it was noted that the water in the balloon had decreased to approximately 30ml. Water was injected into the balloon and a leak was confirmed. There were no health hazards or additional procedures reported due to the event. Additional information has been requested. At the time of this report, no further information has been provided.